Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, pain, discomfort, inflammation, recurrence, mesh prolapsed through hernia defect, and adhesions. Post-operative patient treatment included partial omentectomy and removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, pain, discomfort, inflammation, recurrence, mesh prolapsed through hernia defect, and adhesions. Post-operative patient treatment included partial omentectomy, removal of mesh, abdominal wall reconstruction with separation of abdominal components, complex wound closure, hernia repair with new mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, d10, h6 (patient codes, ime e2402: loss of domain, rectus abdominus muscle retracted), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, pain, discomfort, inflammation, recurrence, mesh prolapsed through hernia defect, adhesions, loss of domain, & rectus abdominus muscle severely attenuated and retracted, scar tissue. Post-operative patient treatment included partial omentectomy, removal of mesh, abdominal wall reconstruction with separation of abdominal components, complex wound closure, hernia repair with new mesh, oral pain medication, IV fluids, npo, ng/og tube, exploratory laparotomy, lysis of adhesions, & use of jp drains.